Manufacturer narrative:
The serial number of the cobas pro ise analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect k for gen.2 results from twelve to thirteen patient samples tested on the cobas pro ise analytical unit the reporter stated the patient samples were refrigerated for two days at 4 degrees c before they were tested. The reporter complained that the results did not match the clinical history of the patients and questioned the stability conditions stated in the assay's method sheet: "stability in serum, plasma and urine samples kept in tightly closed tubes are given in the table below... Potassium 2 degrees c to 8 degrees c - 14 days." The reporter was able to provide the following examples of questionable results: sample ID (B)(6). The k result from the analyzer was 6.57 mmol/l. Sample ID (B)(6). The k result from the analyzer was 6.79 mmol/l. Sample ID (B)(6). The k result from the analyzer was 6.75 mmol/l. Sample ID (B)(6). The k result from the analyzer was 6.63 mmol/l. Sample ID (B)(6). The k result from the analyzer was 6.35 mmol/l. The results were confirmed on the cobas pure analyzer.

Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The field service engineer (fse) inspected the analyzer and determined that the analyzer did not have any issues. The investigation determined the event was due to a preanalytic issue at the customer site (patient-sample related). Preanalytics are within the customer's responsibility. No further issues were reported by the customer. The investigation did not identify a product problem.